Event description:
It was reported the patient experienced an atrial lead perforation with pericardial effusion. The patient required a pericardial tap/drain and the lead was removed. It was also reported the patient experienced atrioventricular (av) block post myocardial infarction. The av block resolved and the physician elected not to reimplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.